Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a supraventricular tachycardia (svt) episodes. Technical services (ts) was consulted and discussed the stored episodes as well as available programming settings, with oversensing noted for the stored episodes, but no therapy delivery since the episodes did not meet the programmed threshold for therapy delivery. This ICD remains in service. No adverse patient effects were reported.